Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73e2400257 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. Following an undisclosed procedure, an 18f manta was deployed for closure. While attempting to withdraw the handle and sheath to deploy the closure, the physician encountered difficulty with the blue lock advancement tube. The blue lock advancement tube would not fully advance and exit the carrier tube. When the physician laid the device down, the tension gauge window would continue to display red and would not relax. The vessel was partially occluded, and the decision was made to intervene surgically. During the cut down, the anchor and collagen were seen positioned within the vessel and were explanted. The root cause of why the tamper tube was stuck within the delivery system is likely due to user error. During deployment, force was potentially applied while advancing the blue lock advancement tube (as indicated by the red seen in the tension gauge window), causing the manta device to be deployed intravascularly. Tamping the device down too hard while deploying the lock advancement tube forced the manta to deploy intravascularly. The manta IFU instructs to deploy the device and seal the puncture without pulling past the green zone, as excessive force (indicated by red) may damage the vessel. Only light tension (in the yellow/green range) is needed and should be maintained until the blue lock advancement tube is visible. There appears to be no product quality issue concerning manufacturing, documentation, or labelling.

Event description:
It was reported that "was told manta was deployed and the blue tube didn't advance fully. When they laid the device down, the tension window stayed at red and wouldn't relax. The vessel was partially occluded so they cut down. Footplate and collagen were in the vessel. They were removed and cutdown was successful."

Event description:
It was reported that "was told manta was deployed and the blue tube didn't advance fully. When they laid the device down, the tension window stayed at red and wouldn't relax. The vessel was partially occluded so they cut down. Footplate and collagen were in the vessel. They were removed and cutdown was successful."

Manufacturer narrative:
(B)(4).